Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported image quality issues. The system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the images that were acquired by the imaging system were of poor quality. It was reported that the surgeon was unhappy with the quality of the standard spin image quality. An hd spin was then acquired, which also was of poor quality. The images were reportedly washed out, grainy, contained metal artifact, and it was difficult to see the vertebral edge and pedicle walls. The images were used for the procedure, and the case was completed successfully after no delay. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
(B)(6).